Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient received atp (anti-tachycardia pacing) for an svt (supra-ventricular tachycardia). The physician elected not to make any changes. The patient was stable.